Manufacturer narrative:
(B)(4). Additional information: the user facility was contacted, via email, to obtained additional information regarding patient condition/injury. No response from user facility at the time of this report.

Event description:
According to the medwatch (mw5075468) "a right radial arterial line was attempted and a small piece of the catheter dislodged into the subcutaneous tissue of right wrist. Patient was taken to the operating room to remove the foreign body". The medwatch states there was a serious injury. However, there is no specific injury stated in the medwatch. The customer has been contacted for additional information.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
According to the medwatch (mw5075468) "a right radial arterial line was attempted and a small piece of the catheter dislodged into the subcutaneous tissue of right wrist. Patient was taken to the operating room to remove the foreign body". The medwatch states there was a serious injury. However, there is no specific injury stated in the medwatch. The customer has been contacted for additional information.